Manufacturer narrative:
The device is expected to be returned to philips for testing. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient monitor efficia cm120 indicating that inconsistencies are suspected in the device's nbp results. The device was in clinical use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
No analysis was performed philips service personnel. The customer was advised to return the device to bench repair. As of 07 feb 2026, this device has not been received. The product malfunction was unable to be confirmed because the customer did not return the device for repair. A review of the service history for this device shows the problem has not been reported again for this device. If additional information is received, the complaint file will be reopened for further investigation.